Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to clinic last month reporting that device was toning daily for past seven months. At that check, the device was unable to be interrogated via several different programmers. Additionally, the device did not show any telemetry bars or emit tones in response to a magnet. It was suspected that the device had reached end of service (eos). The patient returned to clinic a week later and reported that the device had been shocking them for four hours continuously daily for past five days. The patient was unwilling to allow the clinic to attempt to interrogate device again. The device remains in use. No further patient complications have been reported as a result of this event.